Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement, atrial oversensing on the rv-channel and an alert for lower percentage of pacing than expected were observed. The lead was explanted and replaced. The patient was in good condition following the procedure.